Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. Per the physician, approximately on post operative day (pod) 29, the patient was admitted with shortness of breath and heart failure. A valve thrombus/thrombosis was confirmed via CT imagery. The patient was treated with first round of catheter-based thrombolytics which were completed on pod 34. The patient is reported to be in stable condition and feeling good. According to the cardiologist, the transthoracic echo showed a reduced gradient of 6 to 10 mmhg after the thrombolytics and no central regurgitation. On pod 34, repeat thrombolytics therapy for 24 hours was performed and another follow-up transthoracic echo was completed afterwards. Baseline gradients were reported as peak 2 mmhg and mean 1 mmhg. Immediately post-procedure, gradients increased to peak 5 mmhg and mean 3 mmhg. At 30-day follow-up, the mean gradient was reported as 13-16 mmhg per physician phone call. The patient received heparin during hospitalization and was discharged on warfarin, which remains part of their current therapy. The perceived root cause is not known as per cardiologist anticoagulation was optimized. Ic stated that they saw an interesting aliasing after deployment through the valve. Per internal review of pod 30 echo study, it showed a visually estimated ef of 65-70 percent, with normal left ventricular size and hyperdynamic global systolic function. There was moderate right ventricular enlargement with normal systolic function. Status post evoque ttvr, the mean tricuspid transvalvular gradient was 16 mmhg at 65 bpm, with trace tricuspid regurgitation. The ivc was markedly dilated with less than 50 percent collapse with respiration. Compared to prior pod 29 imaging, there has been an interval increase in the tricuspid valve gradient. Per internal review of echo reports from pod 34 and 35, it showed that compared to the prior study at pod 30 (mean gradient 16 mmhg), the mean diastolic tricuspid prosthetic valve gradient decreased. Pod 34 study showed the mean tricuspid transvalvular gradient was 8 mmhg at 60 bpm and pod 35 study showed the gradient was 7 mmhg at a heart rate of 60 bpm, with mild paravalvular regurgitation.